Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced hyperglycemia after drinking coffee with stevia, with cgm and fingerstick readings in the 200¿300 mg/dl range that later decreased after a full infusion set and supply change; the user noted seeing drops at the infusion site before insertion and later ate peanut butter crackers, after which glucose again rose before returning to range. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.